Event description:
It was reported that during implant attempt the lead had high impedance and 'bad' threshold. When different positions were tried, higher impedance values were noted, from 1800 to greater than 3000 ohms. After the lead was removed, the helix could not be advanced or retracted. The lead was not implanted and was replaced. The patient outcome is noted as 'fine'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): helix disengaged from helical channel, and there was blood on the distal conductor and helix; the analyst noted that the helix has been over-retracted, which most likely contributed to the helix issue; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected evaluation conclusion code. Evaluation summary: (B)(4): helix disengaged from helical channel, and there was blood on the distal conductor and helix; the analyst noted that the helix has been over-retracted, which most likely contributed to the helix issue; full lead returned and analyzed.